Event description:
It has been reported that the brakes failed to function.

Manufacturer narrative:
Service technician visually inspected and identified the brake cam was broken. Installed brake upgrade and brakes functioning according to specification.